Manufacturer narrative:
Unit alarmed motor error during basic occlusion test due to faulty fsr (gold). Unable to perform basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test or verify no delivery alarm due to motor error alarm. However, unit passed rewind test and displacement test. Motor passed motor test. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin flow block alarms. Customer stated that they were not tried all remedies. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.